Event description:
It was reported by the customer that, during an unknown procedure, the distal tip of the bronchofibervideoscope could not be rotated. During use, a "pop" sound was heard from the scope, and it was suspected that the rotation cable had broken. As a result, manipulation of the endoscope tip was unsuccessful. There was no report of patient injury or harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.